Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1) and occlusion alarms with multiple cartridges during bolus delivery. The customer's blood glucose level was 565 mg/dl. It was confirmed that the customer had manual injections available.